Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed flow transducer test during pre-use check. The investigation found defective air gas module. The conclusion is that the air gas module needs to be replaced. No device logs were received and the replaced part not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Maufacturer's ref.#: (B)(4).